Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The investigation determined that the reported difficulty was due to inadvertent user error. The entrapment of the nav6 barewire including the filtration element was due to inadvertently advancing the xact stent system onto the buddy wire instead of the emboshield nav6 barewire, leaving the filter wire jailed between the stent and the vessel wall. The additional treatment to snare the filter and wire and delay in procedure were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a difficult, calcified lesion in the carotid artery. Pre-dilatation was performed before placement of the emboshield nav6 embolic protection system (eps) and a buddy wire was required to help facilitate the introduction of the emboshield nav6. The 8.0x6.0 mm xact stent was inadvertently placed and deployed on the buddy wire instead of the emboshield nav6 barewire, leaving the filter wire jailed between the stent and the vessel wall. Numerous attempts were made to retrieve the filter and wire, including a combination of sheaths, balloons and catheters. Finally the filter and wire were retrieved with a snare. A clinically significant delay was reported. The xact stent was deployed in the correct location and there were no issues with deployment of the stent. No additional information was provided.